Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (¿0¿ mg/ml at less than 1 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that sometime in 2018 after receiving the new system at the end of 2017 the patient had been experiencing mild withdrawal symptoms. She was still on oral medications at the same time. After a refill, she wasn¿t experiencing improvement and the pain was becoming unbearable, so she contacted her hcp (healthcare professional) who ordered a cat scan. The patient¿s symptoms had come on gradually. It was determined that the catheter was ¿kinked and shredded¿, so she had a revision on (B)(6) 2018. The situation was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.